Event description:
A letter from the customer indicates the paddle discharge switch button fell from the paddle during a defibrillation attempt causing the device to be inoperative. A backup defibrillator was made available and used. The report indicates there were no adverse effects to the pt as a result of the alleged malfunction.